Event description:
Impella alarmed "air in purge line". Purge fluid bag with >250 mls in bag. Attempted to re-prime purge line x2 though no fluid would come through line. Purge cassette changed & primed with no further alarms.